Event description:
Dealer states that there is a pin in the top of the hydraulic pump that is broken. Failed while in use with patient. Used for about 6 months, patient weight (B)(6) , used in private home.